Event description:
It was reported that the device exhibited "error when purging the device". There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged/detached downstream occlusion (dso) seal. Review of the event history log revealed error code 41622. Functional testing was able to duplicate the reported problem. It was determined that the defective motor was the root cause. The motor and dso seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.